Event description:
The stem could not be inserted into the sleeve properly. It was noted 6 mm gap between the stem and the sleeve during surgery. The surgery was completed without additional procedure. There were no adverse consequences to the patient. After 8 months, it was noted that the stem sank.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A review of the complaint database did not identify any trend for the lot number, product code, or product family for this failure mode. The investigation has deemed the reported event non-verifiable. It is not possible to establish a root cause and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.